Manufacturer narrative:
H3. Analysis of the catheter was completed and identified a kink in the catheter body during various standard testing including but not limited to visual inspection, patency testing, and pressure testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump. It was reported that the patient's 8780 catheter was partially explanted.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that in surgery the surgeon noticed a kink in the pump segment of the catheter when they went to replace the pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was noted that when they disconnected the pump from the pump segment of the catheter there was a bubble of csf (cerebrospinal fluid) and the surgeon requested a new pump segment of catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. The patient¿s medical history included ¿tetralogy of fallot and quadriplegic ¿ cerebral palsy, gmfcs v, spasticity, factor v leiden mutation and global developmental delay¿. The indication for pump use was intractable spasticity, and the pump was delivering baclofen (2000 mcg/ml).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.